Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "during care while changing dressing noted detached lumen in bed". The device was removed. The patient's current condition is reported as "unknown". Additional information was requested from the customer, no additional information is available at this time.

Event description:
It was reported "during care while changing dressing noted detached lumen in bed". The device was removed. The patient's current condition is reported as "unknown". Additional information was requested from the customer, no additional information is available at this time.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, 4-lumen catheter for analysis. Signs of use were observed. Visual analysis revealed the distal extension line was separated towards the center of the extrusion. Microscopic examination confirmed the separation, and the edges of the separation points appeared smooth and consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The separation in the distal extension line measured 46 mm from the luer hub. The distal extension line outer diameter measured 2.13 mm, which is within the specification limits of 2.13-2.21 mm per distal extension line extrusion product drawing. The distal extension line inner diameter measured 1.50 mm , which is within the specification limits of 1.42-1.50 mm per distal extension line extrusion product drawing. A manual tug test confirmed all four lumens were secured to their respective hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions-for-use provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a separated extension line was confirmed through complaint investigation of the returned sample. Visual inspection revealed the distal extension line was separated towards the center of the extrusion. The edges of the separation points were smooth and appeared consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter met all relevant dimensional requirements. A device history record review was performed on a potential lot from sales history, and no relevant findings were identified. Based on these circumstances, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.